Event description:
Caller reported a malfunction on pump while updating it, which led to recurring issues even after resetting. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to the customer¿s blood glucose level. Technical support assisted with resetting pump and decided to replace it due to persistent issues. Caller does not have backup therapy and will contact healthcare provider for guidance. Caller was advised on how to handle situation with replacement pump and instructed to return malfunctioning pump using provided materials.